Manufacturer narrative:
The magec rod was removed and replaced with a new magec rod, without incident. To date, the device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. The device involved in the alleged incident is a prior version of the device cleared under k140178 and is no longer commercially available in the us or ous. Out of an abundance of caution a report is being submitted with regard to the alleged serious injury.

Event description:
A distributor alleged that after a patient's magec rod distraction session was performed on (B)(6) 2014, the device appeared to retract by approximately 4mm. The patient had undergone approximately five (5) distraction sessions prior to alleged incident.